Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical treatment procedure was performed when the issue happened, and the procedure was completed as planned as the system only got jammed a few seconds and then operate normally. The philips field service engineer (fse) visited onsite and found geometry movements were partly unavailable. To resolve this issue fse replaced the amc triple servo drive hp-lp-lp on another case. After the replacement of the amc triple servo drive hp-lp-lp, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was completed as planned as system only got jammed for some time. The procedure completed without any delay, based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were partly unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.